Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with a great degree of scarring around the inferior vena cava (ivc) with likely significant narrowing or complete occlusion. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion within the ivc and/or vasculature and scarring do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, there is a great degree of scarring around the inferior vena cava (ivc) filter and more likely it is either significantly narrowed or completely occluded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic jaw pain that had been treated with surgical hardware insertion, hepatitis c 2b, emphysema, chronic bronchitis, gastroesophageal reflux disease, tobacco abuse and bipolar disorder. The patient presented to hospital with deep vein thrombosis (dvt) and pulmonary embolism (pe) in the setting of non-compliance with anticoagulation therapy. The indication for the filter placement was reported to be as prophylaxis since the patient was at risk for falls. The filter was implanted in an infrarenal position. The patient is reported to have tolerated the procedure well. More than fifteen years after the filter implantation, the patient presented for consultation in order to evaluate the filter. The consult notes indicated that there was scarring around the vena cava filter suggestive of significant narrowing and possible complete occlusion. The patient denied any abdominal or back pain at the time of the consult. The patient¿s physician recommended against retrieval of the filter at that time and retrieval was not attempted. Approximately eighteen years after the filter implantation, the patient reported that filter struts had perforated the inferior vena cava (ivc) and were abutting an adjacent organ, had fractured with strut fragments retained with the ivc and that the filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced severe pain and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, there is a great degree of scarring around the inferior vena cava (ivc) filter and more likely it is either significantly narrowed or completely occluded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. The medical records noted that the patient had a history of chronic jaw pain as a result of an assault with subsequent surgery and hardware insertion; hepatitis c 2b, emphysema, chronic bronchitis, gastroesophageal reflux disease, tobacco abuse and bipolar disorder. Per the implant records, the ivc filter placement was requested as the patient was diagnosed with deep vein thrombosis and pulmonary embolism; was non-compliant with anticoagulation and at risk for falls. A trapease filter was advanced and deployed within an infrarenal inferior vena cava location. The patient tolerated the procedure well. Approximately fifteen years and five months post implant, the patient had a consultation for recommendation on the ivc filter where the physician indicated that there was significant scarring around the filter and recommended that the filter not be retrieved due to the scarring around the filter. The patient denied any abdominal or back pain during the consultation. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years post implantation. The patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, great degree of scarring and notes that there has been no attempt to remove the filter. The patient further reports suffering from severe pain and anxiety related to the filter. As per the information received in the redacted ppf the patient additionally reports fractured filter struts retained within the ivc, perforation of filter struts outside the ivc and perforation abutting an adjacent organ, becoming aware of these events approximately eighteen years after the filter implantation.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes chronic jaw pain secondary to trauma with hardware insertion; hepatitis c 2b, emphysema, chronic bronchitis, gastroesophageal reflux disease, tobacco abuse and bipolar disorder. The indication for filter was deep vein thrombosis and pulmonary embolism, non-compliant with anticoagulation and fall risk. A trapease filter was advanced and deployed within an infrarenal inferior vena cava location. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, scarring and/or complete occlusion of the ivc. Approximately fifteen years and five months post implant, it was noted that there was significant scarring around the filter and removal was not recommended. The patient denied any abdominal or back pain during the consultation. Per the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved. The patient further reports suffering severe pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, there is a great degree of scarring around the inferior vena cava (ivc) filter and more likely it is either significantly narrowed or completely occluded. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. The medical records noted that the patient had a history of chronic jaw pain as a result of an assault with subsequent surgery and hardware insertion; hepatitis c 2b, emphysema, chronic bronchitis, gastroesophageal reflux disease, tobacco abuse and bipolar disorder. Per the implant records, the ivc filter placement was requested as the patient was diagnosed with deep vein thrombosis and pulmonary embolism; was non-compliant with anticoagulation and at risk for falls. A trapease filter was advanced and deployed within an infrarenal inferior vena cava location. The patient tolerated the procedure well. Approximately fifteen years and five months post implant, the patient had a consultation for recommendation on the ivc filter where the physician indicated that there was significant scarring around the filter and recommended that the filter not be retrieved due to the scarring around the filter. The patient denied any abdominal or back pain during the consultation. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years post implantation. The patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, great degree of scarring and notes that there has been no attempt to remove the filter. The patient further reports suffering from severe pain and anxiety related to the filter.